Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2008 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 due to rectocele, cystocele, vaginal prolapse, and urinary incontinence. The patient experienced pain, bleeding, infection, urinary problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2010 and mesh removal on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent insertion of mesh on (B)(6) 2014 and not another mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.